Event description:
It was reported that the device was fractured. The 65% stenosed target lesion was located in the superficial femoral artery. A 150cm rubicon 35 was elected for use. During removal, it was noted that the tip of the device fractured and was removed on the wire in two pieces. The procedure was completed with a different device. No patient complications reported.